Manufacturer narrative:
A ge svc rep performed an on site investigation. The remote user interface was replaced during the svc call. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the remote user interface joystick was not working. The system would be effectively unusable. There is no report of injury or death associated with the event.